Event description:
I had a procedure done called endovenous abalation of the right greater saphenous vein with venaseal closure system. By february I was experiencing a redness on my lower thigh with a red pencil line running along the vein where the glue was inserted to the hole just above my ankle where they entered the vein. Bumps began to appear one at a time running up my leg following that vein. They became raised, inflamed and very tender. I have spent time in the hospital trying to get help. I have gone to an infectious disease center where they discovered it was an reaction and not an infection. There is no fix! Hopefully over time my body will ignore the glue and the bumps will heal. This experience has totally changed my life style. I want others to know this is a possible reaction to this procedure before making their decision.